Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up in clinic. The lead dysfunction due to dislodgement was observed. The lead was explanted and replaced. The patient did not experience an adverse event.